Event description:
It was reported that prior to stating a da vinci procedure, the customer noted that the large needle driver instrument was not recognized by the system. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the system failed to recognize the instrument when installed on an in-house is-3000 system. Additional observation not reported by site was broken cable. One grip cable was broken at the distal clevis hub. The cable segment sticks out at the wrist. The other cables at the wrist were not damaged. Additional observation not reported by site was main tube damage. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. It was concluded that the damages to the instrument's main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and/or main tube damage found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.